Event description:
It was reported that pump displayed malfunction alarm code Malf 0 with fault ID 0-0x277D, and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted Technical Support, received instructions on how to reset pump, successfully reset pump with no recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction alarm occurred again.